Manufacturer narrative:
Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, the returned samples and retention samples selected from bd inventory were tested and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the tube lihep plh 13x75 2.0 slbl the tubes were under filling. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from french to english: when doing blood samples, the green tube is the only one not filling at all while the others do. This issue happened several times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the tube lihep plh 13x75 2.0 slbl the tubes were under filling. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when doing blood samples, the green tube is the only one not filling at all while the others do. This issue happened several times.